Manufacturer narrative:
Additional information found in: g3, g6, h2, and h3 evaluation information found in: h6 and h10 based on the claim against the product by the customer noting image and arm motion were inverted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus instrument was analyzed and the complaint regarding image and arm motion were inverted was not confirmed by the failure analysis testing. No error was found in quality assurance plan (qap), the image was good in both eyes, the distal tip had mechanical damage, there was endoscope bearing friction issue, discoloration of the housing, and leaks at the proximal fibers connector.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 30 degree endoscope instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the instrument log for the 30 degree endoscope instrument (470057-08/10018604) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted incisional hernia etep surgical procedure that the customer reported that the image and arm motion were inverted and they were receiving an "endoscope at rotational limit" message. The technical service engineer (tse) attempted to direct the customer through adjusting the endoscopes arm but the customer wanted to replace the endoscope. The customer did not confirm if a new endoscope was used to resolve the reported issue. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter responded that the instrument was inspected prior to use and no damage was noticed. The site's cleaning and sterilization method has not changed recently. Issue was identified during the procedure after ports were placed. There was a procedure delay of less than 15 mins. The image was inverted and was not clear. A backup endoscope was used and the issue was resolved. There were no injury or harm to the patient. Patient demographics was not provided.